Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated upon routine follow up. Attempts to interrogate the device were made using multiple programmers and telemetry wands with no success. A 12-lead electrocardiogram (ECG) was performed and showed the patient to be in atrial fibrillation (af) with a ventricular rate of approximately 65 bpm. Additionally, tones were not emitted as expected upon placing a magnet over the device. The device was suspected to be non-functional with a depleted battery. A revision procedure was performed wherein the device was explanted and replaced. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). This product is currently undergoing laboratory analysis. This report will be updated upon its completion.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to a low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.